Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-26. The surgery has occurred. The impedance/lead fracture was resolved. The explanted components would not be returned as the hospital will not relinquish. This was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction: adverse event and product problem should have been selected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that contacts 0,7,8,9,10,11,14,15 had impedances of > 10k. The rep said the patient felt stimulation significantly more on the left side. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60 lot# serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative. It was reported that the patient's lead fractured and this was confirmed via x-ray. It was unknown when the event occurred and the cause of the issue was unknown. They were going to schedule a surgery to replace the lead. No further complications reported.